Event description:
Pepgen p-15 futty bone graft material did not osseointegrate in several cases. It was stated, "this had only happened in the anterior and only on women patients." Though no further information was or will be provided, it can be presumed that another surgical procedure would be neccessary in each case to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.